Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device specifications found the graduation depth marks for the device are specified and all parts must be inspected. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl, a delivery tamp graduation was not visible, therefore the physician had to perform the measurement calculating by sight. Surgery resumed after a delay greater than 30 minutes with the same device as previously mentioned. Patient is stable. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).